Event description:
Date of implant: 2007. It was reported that a patient underwent a surgical procedure with instrumentation at the t2-t12 levels. Approximately 3 weeks post-op, it was reported that there was a failure of the titanium rod. Patient underwent revision surgery to remove and replace hardware at 3 months post implantation. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer, therefore, product evaluation is not possible. Unable to determine the cause of the event.